Manufacturer narrative:
The device has not been returned for evaluation. The root cause cannot be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that during an explant procedure for final fusion after the rod had achieved its intended purpose, it was noted there was a fracture through the rod end cap. No patient impact was reported.